Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had pain starting (B)(6) 2018. They had gotten patted on their back hard by a friend saying hello and went to the emergency room. On (B)(6) 2018, the programmer was showing power on reset (por). Patient mentioned that when they went to the ER, an ultrasound was done. Patient advised to follow up with their healthcare professional. No further complications were reported.